Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports. Patient experienced hypoglycemic events ranging in blood glucose levels (bgl) from 46-76 mg/dl. Patient experienced the 46 mg/dl bgl while spouse was driving. Patient slumped over and was non-responsive while spouse was driving. Patient spouse drove patient to the hospital and administered oral carbohydrates. Device was taken off patient by spouse. Device was not returned for technical review.

Event description:
Type 2 diabetic on v-go 20 for 5 days; wife contacted valeritas customer care to report low blood sugar. A valeritas representative spoke with the patient's wife for further investigation for this report. The patient has not been on any insulin regimen prior to starting the v-go 20 five days ago. The patient has experienced low blood sugars from 46-76 at all times of the day. The blood sugar of 46 was while the spouse was driving home from the grocery store, the patient slumped over in the car and was not responsive. The spouse drove to the hospital which was closer than their home. The spouse removed the v-go 20 from the patient's abdomen prior to arriving at the hospital and also administered oral carbohydrates once she got off the freeway. In the ER the patient was given more oral carbohydrates and was discharged with a bg 171, according to the spouse. The spouse shared that the patient was instructed to take 2 clicks with each meal and on (B)(6) 2017 for the evening meal, the spouse encouraged the patient to only take 1 click, the patient also ate a snack before bedtime. The patient awoke at 2:00am with a bg 78 and he was clammy to the touch per the spouse. The patient was given oral carbohydrates and felt better with a bg 118. The spouse stated the patient has not had low blood sugar readings prior to starting the v-go 20. The spouse mentioned that the v-go 20 box that was given to them by the valeritas field representative expired in (B)(6) 2017. The spouse is going to call the pharmacy and order new devices and call his health care professional for more advice on using the v-go. It is valeritas' opinion that this could potentially be a life threatening event with recurrence. In this instance, the v-go 20 was the first introduction to insulin therapy. Device malfunction cannot be excluded due to product being expired.

Manufacturer narrative:
Date corrected. UDI # provided. Initial reporter corrected. Healthcare professional - no- checked. Patient identified. Block e4- unknown. Follow up #1. Correction checked.